Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 10 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was implanted as destination therapy and underwent tricuspid valve repair during the implant procedure. The patient developed chronic hemolysis symptoms including high lactate dehydrogenase (ldh) and plasma free hemoglobin levels approximately five days after lvad implantation. On (B)(6) 2016 the patient¿s ldh level was 590 u/l. The patient had a pericardial effusion due to anticoagulation and evacuation of clot on the aortic valve on (B)(6) 2016. A transesophageal echocardiogram validated that the aortic valve thrombus had resolved and the patient was discharged home. Over time, the patient's ldh level was variable but mostly continued to increase. On (B)(6) 2016 the patient¿s plasma free hemoglobin was 23.8 g/dl and on (B)(6) 2016 the patient¿s ldh level was 1345 u/l. The patient also experienced infrequent, unsustained pump power spikes along with increased pump flows and a decreased pulsatility index. On an unspecified date, the patient had an echocardiogram speed study that showed the left ventricle and aortic valve were responsive to pump speed changes. There was no sign that flow through the pump was occluded. It was incidentally reported that the patient has also had urologic issues since lvad implantation unrelated to lvad placement. The patient had urinary retention and hematuria and required a urolift in (B)(6) 2016. It was reported that it was difficult to determine if this was related to bladder surgery or hemolysis. On 06/23/2016, log files were submitted for review. The manufacturer¿s technical services representative reviewed the provided log file and observed varying powers which appeared to be somewhat unstable. On 06/30/2016, it was reported that the pump power instability seemed to be occurring less often and the patient remained asymptomatic. A submitted log file revealed a linear increase in pump power in conjunction with a linear decrease in average pulsatility index. On 07/05/2016, it was reported that lvad parameters were improving. The patient's hemolysis markers remain elevated, but have not increased. The center would continue to monitor the patient for signs of heart failure and decompensation.

Event description:
Additional information: it was reported that device thrombus was suspected due to patient¿s increased lactate dehydrogenase (ldh) levels. The patient was admitted to the hospital on the week of (B)(6) 2016 for an elevated ldh level in the 1000¿s u/l. The patient was started on heparin but with no improvement. On (B)(6) 2016, an echocardiogram (echo) speed study showed no signs of heart failure or decompensation. A repeat echo revealed that the aortic valve (av) was opening with every heartbeat at 9,000 rpm. At 10,000 rpm the av did not open but the left ventricle (lv) size diminishes and at 11,000 rpm the lv was even smaller. At 9600 the av was not opening and there was no change in aortic insufficiency. The pump speed was left at 9200 rpm. On an unspecified date, aspirin was resumed and the patient was discharged home. On (B)(6) 2016, during a post hospital follow-up visit, the patient was readmitted for an ldh level of 1218 u/l. It was reported that the patient¿s inr had been stable at 2.5 and the patient was asymptomatic. The patient was started on IV anticoagulation (heparin) but with no improvement to their ldh numbers. The vad coordinator¿s reported seeing pis as low as 1. They mentioned that when the patient¿s ldh had increased the last time they had seen this type of variability in the patient's vad numbers. When the patient¿s ldh had returned to the 600s u/l, all of their vad numbers had stabilized. A log file submitted to the manufacturer¿s technical support representative for review on 08/18/2016 showed no unusual events. A subsequent log file submitted on 08/24/2016 showed a few scattered above baseline powers in the 7-9 watt range that were all associated with pi events. The patient was being monitored in the hospital and receiving IV heparin. On 08/25/2016 it was reported that the patient was placed on persantine and argatroban.

Manufacturer narrative:
Date of event: correction. Describe event or problem: additional information. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged on (B)(6) 2016 with unchanged ldh. Vad parameters were stable and improving. No additional information was provided.